Manufacturer narrative:
Product event summary: the full lead was returned. Analysis revealed the distal low voltage electrode of the lead was covered in blood. Dried tissue and body fluid in the sleeve head prevented the helix from extending and retracting. The analyst determined there was not a lead failure.

Event description:
It was reported that during an attempt to reposition the lead, the lead helix would not deploy even after multiple attempts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a 5076 lead, implanted: (B)(6) 2014. A 4296 lead implanted: (B)(6) 2014. (B)(4).